Manufacturer narrative:
Baxter provided an on-site evaluation of the pump. The pump event history was downloaded and the performance analysis lab (pal) technician reviewed it. The customer's key presses were repeated in the exact sequence shown on the event history. The tubing of the set was setting in the pump channel without the pump loading and engaging the tubing. The channel stayed open resulting in numerous invalid key presses, tubing misload alarm and manual tube release reset alarm. Use error or possible tube loading issue was identified as the potential cause. Visual and functional tests were performed on the pump. The pump passed the power-up self-test on ac. The pump's time and date were correct. The battery history screen showed 2 battery/discharge cycles and 0 discharges below alarm threshold. The batteries were installed in 2007, and were fully charged. The pump passed the keypad test, pump head module to pump head housing alignment test, pump mechanism sensor check, tube misload sensor test, and manual tube release test. Using a primed pal set, the tubing loaded easily into the pump and no free flow was observed. When the tubing was removed, no incomplete clamping was observed (slide clamp closed). The blue slide clamp saved from the incident was threaded on baxter specimen tubing and loaded into the pump. There was no snagging or incomplete clamping observed. The reported condition could not be duplicated.

Event description:
A male patient was reportedly over-infused with 400 ml of citrate dextrose in 3-4 minutes and died immediately after while on a colleague pump. The patient was in the ICU and had been receiving renal dialysis. The pump was programmed to infuse 225 ml/hr with a total volume of 1000 ml. The event occurred at 1450 in 2007. The pump was on, but not infusing. The pump had been programmed, but the nurse could not press start and was getting several misload alarms. The manual tube reset (mtr) was displayed. The regulating clamp was reportedly open. It was noted that the blue slide clamp was "chewed." There were attempts to load the pump. The pump was never started. It was reported during an on-site evaluation at the facility that the pump was not connected directly to the patient, but was conncected to the blood pump circuit during continuous renal replacement therapy (crrt) the patient was receiving. The event history was downloaded and reportedly there were many keystrokes. The set was requested, but discarded due to blood contamination. The cause of death was not released. No autopsy was performed. Although additional patient event information was requested, it was not provided by the facility.